Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a flow sensor error that affected mechanical ventilation. There was no report of patient involvement.